Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ¿lump, redness and swelling in the left cheek¿, ¿right cheek and chin were also getting red and swollen¿, and ¿nodule¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. 5. Precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. 6. Adverse events: table 1 and 2: treatment site responses by maximum severity and duration occurring in > 5% of subjects after initial treatment (n = 265). Possible treatment site responses include: tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. C. Other safety data: postmarket surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® xc (also known as juvéderm voluma® with lidocaine) has been marketed outside the us since 2009 and in the us since 2013. The following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported a patient was injected with juvéderm voluma® xc, 4 months later they were injected with juvéderm volbella® xc and juvéderm® ultra plus xc. Three (3) months later the patient was injected with juvéderm voluma® xc and juvéderm® ultra xc. One month later the patient was injected with juvéderm volbella® xc in the lips and superficial cheeks. 359 days after the first dermal filler injection, the patient experienced a "lump, redness and swelling in the left cheek¿. Doxycline as treatment was prescribed the same day. The patient called the same day to report that the right cheek and chin were also getting red and swollen. The patient reported the day after treatment that the redness and swelling are starting to improve but the nodule has not improved. The packaged needle was used and this was the initial use of the syringe. Symptoms are ongoing. This record represents the first injection of juvéderm voluma® xc. This is the same event and the same patient reported under MDR's ID# 3005113652-2018-01113 ((B)(4)), 3005113652-2018-01112 ((B)(4)), 3005113652-2018-01111 ((B)(4)), 3005113652-2018-01110 ((B)(4)), 3005113652-2018-01109 ((B)(4)).this is the first MDR submitted for the first suspected product, juvéderm voluma® xc.

Event description:
Patient reported to have suffered not only in physical appearance "(atrophy) scares," but also emotional health since injections and granuloma formation after months of injections (several times over a 7 month period). Patient reported experiencing angst and loss of work and social settings due to appearance after injections. Allegedly, the physician has treated the patient poorly "as to why this condition occurred (6 months after injections)." Patient reported physical pain with dissolving the granulomas and mental loss. The event was described as an "awfully traumatic experience" dealt with since the date of occurrence. Patient is in the medical field and has promoted a physician to draw labs to check for infection and perform labs to determine antibodies. Patient reports that "health is well." Nothing has been provided since "dissolve/ multiple units of steroids, x 4 different antibiotics plus a large steroid taper."

Manufacturer narrative:
Patient codes: 2361, 1994, 2328. The additional reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.